Event description:
It was reported that during preparation/prior to sedation of a therapeutic lap. Right hemicolectomy, the subject rigid video scope image turned green when rotating. The procedure was completed using a similar device. There was no harm or injury reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit (charge coupled device) was broken. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation/prior to sedation of a therapeutic lap. Right hemicolectomy, the subject rigid video scope image turned green when rotating. The procedure was completed using a similar device. There was no harm or injury reported.